Event description:
During the sij fusion procedure, the tip of the cutting element of the first and second decortication instrument broke off while in the joint. The surgeon attempted to retrieve the broken pieces by suction, but was unsuccessful.